Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('broke off and portion was found in uterus/perforation (uterus)') and device breakage ('broke off and portion was found in uterus') in an adult female patient who had essure (batch no. L82823-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, asthma, cardiomyopathy, depression, esophageal reflux, genital herpes simplex, iron deficiency, low back pain, morbid obesity, libido decreased, ankle operation, d & c, gastric operation, swollen lymph nodes, anemia, lumbago, perineal pain and vitamin d deficiency. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: yeast)"), anxiety ("apsychological or psychiatric problem:anxiety"), psoriasis ("rashes or skin conditions (type: psoriasis):psoriasis"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, vulvovaginal mycotic infection, anxiety, psoriasis, urinary tract disorder, bladder disorder, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, uterine perforation, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion details: essure coils were placed in both ostia in the standard fashion with one coil visible on the right and 2 coils on the left. The hysteroscope was removed. Fluid deficit was minimal patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, dysmenorrhea, allergy to metals." Lot number reported l82823 is not valid. Most recent follow-up information incorporated above includes: on 8-jul-2019: update of information (batch is not valid). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('broke off and portion was found in uterus/perforation (uterus)') and device breakage ('broke off and portion was found in uterus') in an adult female patient who had essure (batch no. L82823-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, asthma, cardiomyopathy, depression, esophageal reflux, genital herpes simplex, iron deficiency, low back pain, morbid obesity, libido decreased, ankle operation, d & c, gastric operation, swollen lymph nodes, anemia, lumbago, perineal pain and vitamin d deficiency. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fungal infection ("infection (bladder/ urinary tract/vaginal) (type: yeast)"), anxiety ("apsychological or psychiatric problem:anxiety"), psoriasis ("rashes or skin conditions (type: psoriasis):psoriasis"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, fungal infection, anxiety, psoriasis, urinary tract disorder, bladder disorder, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details: essure coils were placed in both ostia in the standard fashion with one coil visible on the right and 2 coils on the left. The hysteroscope was removed. Fluid deficit was minimal patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, dysmenorrhea, allergy to metals." Lot number reported l82823 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('broke off and portion was found in uterus/perforation (uterus)') and device breakage ('broke off and portion was found in uterus') in an adult female patient who had essure (batch no. L82823-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, asthma, cardiomyopathy, depression, esophageal reflux, genital herpes simplex, iron deficiency, low back pain, morbid obesity, libido decreased, ankle operation, d & c, gastric operation, swollen lymph nodes, anemia, lumbago, perineal pain and vitamin d deficiency. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fungal infection ("infection (bladder/ urinary tract/vaginal) (type: yeast)"), anxiety ("apsychological or psychiatric problem:anxiety"), psoriasis ("rashes or skin conditions (type: psoriasis):psoriasis"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, fungal infection, anxiety, psoriasis, urinary tract disorder, bladder disorder, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, fungal infection, headache, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, uterine perforation and weight increased to be related to essure. The reporter commented: insertion details: essure coils were placed in both ostia in the standard fashion with one coil visible on the right and 2 coils on the left. The hysteroscope was removed. Fluid deficit was minimal patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, dysmenorrhea, allergy to metals." Lot number reported l82823 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2019: quality-safety evaluation of ptc (product technical complaint). Incident no valid lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('broke off and portion was found in uterus/perforation (uterus)') and device breakage ('broke off and portion was found in uterus') in an adult female patient who had essure (batch no. L82823) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included seasonal allergy, asthma, cardiomyopathy, depression, esophageal reflux, (B)(6), iron deficiency, low back pain, morbid obesity, libido decreased, ankle operation, d & c, gastric operation, swollen lymph nodes, anemia, lumbago, perineal pain and vitamin d deficiency. Previously administered products included for an unreported indication: depo provera. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: yeast)"), anxiety ("a psychological or psychiatric problem: anxiety"), psoriasis ("rashes or skin conditions (type: psoriasis):psoriasis"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device breakage, vulvovaginal mycotic infection, anxiety, psoriasis, urinary tract disorder, bladder disorder, migraine, headache, tooth disorder, allergy to metals, dysmenorrhoea, dyspareunia, pelvic pain, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, anxiety, bladder disorder, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, pelvic pain, psoriasis, tooth disorder, urinary tract disorder, uterine perforation, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: insertion details: essure coils were placed in both ostia in the standard fashion with one coil visible on the right and 2 coils on the left. The hysteroscope was removed. Fluid deficit was minimal patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: dyspareunia, pelvic pain, dysmenorrhea, allergy to metals." Most recent follow-up information incorporated above includes: on 26-jun-2019: plaintiff fact sheet received. The case became incident. The case is medically confirmed. Previously reported injury was updated to more specified events ¿broke off and portion was found in uterus/perforation (uterus), infection: yeast, anxiety, psoriasis, migraines, headaches, dyspareunia (painful sexual intercourse), dental problems, nickel allergy, dysmenorrhea (cramping), bladder or urinary problems or changes: unspecified, pain, fatigue and weight gain" were added. Reporter, demographic, medical history, lab data, essure insertion/removal date, essure lot number were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.